Event description:
Information was received from a healthcare facility via manufacturer representative regarding a device used for spinal therapy. It was reported that the handle of the inserter was not properly closing is off alignment. There was no patient involved. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis of product no: 5330008, lot no: id22h008 visual and functional inspection confirmed the laser weld has broken on one side due to overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.